Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during use. The problem was not solved after restarting; therefore, the device was replaced with a spare machine. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during use. The problem was not solved after restarting; therefore, the device was replaced with a spare machine. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n: (B)(6) and the rotaflow drive (rfd). It is suspected that the rfd is defective. The customer confirmed not to order any repair of the device at this time. The customer has been informed that the device cannot be used clinically until its repaired. Based on these investigation results the reported "head error" could be confirmed. No exact root cause could be determined, however the "head error" is most probably caused by: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities was performed on 2024-12-10 and during the period of 2019-03-05 to 2024-11-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n: (B)(6) was produced in 2019-03-05. The review of the non-conformities for the affected rotaflow drive cannot be performed, as the serial number is not available. Further information regarding the serial number for the rotaflow drive was requested but was not available. In case significant information becomes available the complaint will be reopened and necessary steps will be initiated. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)#: (B)(4), primary di number has been used for base unit, rotaflow with catalog number: 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).